Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm harmonic ace instrument was analyzed and found to have one blade broken at the midpoint. A piece approximately 0.076" x 0.423" was found to be broken off. The broken piece was not returned. An audible sound indicates that there is possibly a fracture or break in the blade. Components adjacent to this broken blade do not show damage. Blade damage may be detected by the generator with a solid tone or an error. Blade fracture propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument had its blade confirmation alarm sound go off. The site restarted but there was no improvement.